Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope exhibited error message stating "turn off and restart". The issue occurred during preparation for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no scope identification data present. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the video plug which led to an e226 (scope communication error) occurring. The event (no scope identification data present) can be detected/prevented by handling the device in accordance with the following instructions for use: instructions endoeye flex 3d deflectable videoscope olympus ltf-s300-10-3d operation manual. Chapter 3 preparation and inspection 3.7 inspection of the endoscopic system -important information ¿ please read before use. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.